Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 900 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. No issues were observed with the infusion set tubing, infusion set cannula, or insulin in use at the time of the event. No pump issues were identified as well. Customer continued to use pump for insulin therapy after the healthcare provider made changes to the personal profile on the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.